Event description:
As reported by the user facility (translation of user facility information by bbm sales organization in (B)(4)): stop of the flow. The 6 cases with different pts - drug: 5fu.

Manufacturer narrative:
(B)(4). (B)(4). The device is currently on shipping from (B)(4) for investigation. A follow-up report will be provided after the inspection results are available.